Event description:
On (B)(6) 2015, a customer reported to medela customer service that while the transformer for her pump in style advanced breast pump was plugged into the wall outlet, the base of the housing had caught on fire. There were no reported injuries.

Manufacturer narrative:
A replacement transformer was sent to the customer. On (B)(6) 2015, a medela complaint coordinator reached out to the customer for additional details. The customer stated that the fire was extinguished immediately and the transformer was discarded. Due to discarding the product, there is no physical evidence to confirm a product defect nor if a product defect was the cause of a fire. Should additional information be received resulting in new, changed, or corrected information, a follow up report will be filed at that time.